Manufacturer narrative:
Additional product codes: dzi, erl, hbe. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed: no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the operation, the release sleeve for the reciprocating saw attachment in question did not rotate and a saw blade could not be attached. The surgeon tried two types of saw blades, but failed to attach either of them. The operation was completed with no delay reported and there was no adverse consequence to the patient. This is report 1 of 3 for (B)(4).